Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the monosyn quick suture. During surgery, when the surgeon opened the sterile package, it. Was noted that the needle and thread were apart and the thread appeared to be "rotten". Further information was not provided.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We have received one open and empty sample, there is no thread nor needle inside the pack. Without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.